Event description:
It was reported that a patient experienced a mild myocardial infarction (mi) coincident with peritoneal dialysis (pd) therapy. The cause of the event was unknown. The mi was manifested by pressure in the chest. The patient was performing pd therapy at the time the chest pressure occurred. On the same day as the event onset, the patient was hospitalized for the mi. The patient was treated with unspecified cardiac medications (drug name, dose, route, frequency, and duration not reported) for mi. Dianeal therapy remained ongoing. At the time of this report, the patient remained hospitalized and is recovering. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.